Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: eleven photos each displaying a single loose 3ml oral syringe were received and evaluated. All the syringes in the photos appeared to be partially filled with liquid and had tip caps attached. In four of the photos, it was unclear what foreign matter was being displayed. One photo appeared to display a cylinder dot, which was part of the printed design. Five photos each displayed a small black or white foreign matter particle inside the fluid path. One photo displayed black embedded foreign matter particles near the top of the barrel, under the flange. The particles appeared to be burnt plastic with at least one larger then level 3 in size, which was rejectable per product specification. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 9052601, 9052604, and 9294456 are considered in compliance with our product specification requirements.

Event description:
It was reported that syringe oral 3ml amber had foreign matter on 80 occasions. The following information was provided by the initial reporter: we have received a complaint regarding foreign substances within filled bd syringes. As part of the investigation, I would like to raise a supplier complaint with bd regarding this contamination. There were a number of foreign substances identified and as part of the investigation by bd. Going forward there will be 100% visual inspection occurring for this particular market and this may result in further instances of foreign matter being identified. I have the report we received for this issue. The list of substances identified as part of this inspection are: lint, cellulose, polyester urethane, ethylene vinylacetate copolymer, polyester, polypropylene.